Manufacturer narrative:
Technician found the left side siderail was stuck in down position and would not latch due to missing rail ratchet rivets. Replaced the rivets to resolve this issue. Bed located in bed shop.

Event description:
Left siderail was stuck in down position, would not latch. No injury alleged.